Manufacturer narrative:
Siemens is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed by its service organization about a malfunction that occurred while operating the cios flow system. Both touch modules ¿ tablet/touch control panel (tcp) and console control panel (ccp)- operated without user input, resulting in unintended movements of the collimator blades as well as the laser being switched on and off. We have no indications of any adverse effects on the health status of the involved person.